Event description:
It was reported that since the patient had radiation therapy in (B)(6) 2008, ventricular lead had not been capturing, with impedance increase to 1000 ohms that later normalized to 700 ohms. Further reported atrial lead impedance was low at below 100 ohms. Later review of manufacturer database revealed patient had died. Follow up with clinic later revealed patient died of multiple myeloma and death not related to device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, distal conductor blood/body fluid (not obstructed). Proximal segment returned and analyzed. (B)(4) no anomalies found, distal conductor blood/body fluid (not obstructed). Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that since the patient had radiation therapy in (B)(6) 2008, ventricular lead had not been capturing, with impedance increase to 1000 ohms that later normalized to 700 ohms. Further reported atrial lead impedance was low at below 100 ohms. Later review of manufacturer database revealed patient had died. The cause of death has been requested and not received.